Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately 5 months post initial procedure, a type ia endoleak was identified during a routine follow up. The physician elected to treat the patient by implanting a vela suprarenal stent graft. Reportedly, the endoleak has been resolved. The final patient status is unknown. Additional information: the clinical assessment determined that there was evidence to reasonably suggest a type iiib endoleak from the bifurcated stent graft occurred that was not included in the event as reported. The type iiib endoleak was discovered during review of the 5 month post implant CT scan.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak and secondary endovascular procedure is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows that there was evidence to reasonably suggest type iiib endoleak from the bifurcated stent graft occurred that was not included in the event as reported. The type iiib endoleak was discovered during review of the 5 month post implant CT scan. The most likely causation for the reported event is most likely user related. Procedure related harms identified were type ii endoleak from lumbar artery (anatomy-related). The contributing factors for the type 1a endoleak is likely the unprotected proximal aortic neck. The contributing factors for the type iiib endoleak is likely the concomitant use with products outside the IFU (non-endologix limb stent in left common iliac artery), which is off-label use and likely resulted in compromised stent graft integrity. The final patient status was reported being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. B5: describe event or problem - updated. G3: awareness date ¿ updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11. H6: medical device problem code : remove code 3190.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately 5 months post initial procedure, a type ia endoleak was identified during a routine follow up. The physician elected to treat the patient by implanting a vela suprarenal stent graft. Reportedly, the endoleak has been resolved. The final patient status is unknown.